Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was noted on this lead. Cause was identified as subclavian crush. Device remains implanted.

Manufacturer narrative:
On (B)(6) 2017 - this lead was explanted and replaced. High thresholds were noted. The ra lead was replace as well, due to dislodgement and the pacemaker due to eri. Should additional information be received, this file will be updated.